Event description:
It was reported that a spectrum infusion pump had a door latch error. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door latch error. The evaluation experienced a door not fully latched alarm, corresponding with the reported symptom, determined to be caused by loose upper link screws. The link screws were replaced.